Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced diabetic ketoacidosis; cause not provided. Blood glucose not provided. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Although requested by tandem technical support, the customer declined troubleshooting, and to provide any additional information regarding the issue.